Event description:
Reporter indicated that patient has not felt their device stimulate for a few months. The patient reportedly cannot activate the device with the magnet and has had an increase in cluster seizures in the month of may 2002. Further follow-up revealed that device diagnostic testing on 06/2002 resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. X-rays taken on 06/2002 did not reveal any obvious discontinuities in the ncp system. The eri (elective replacement indicator) flag was no, indicating that the generator is not at end of service. The patient claims to still feel stimulation intermittently. The patient's trileptal dosage was increased on 06/2002 and the patient has reportedly been seizure-free since then. The physician does not plan to do revision surgery because the patient is seizure-free. The physician plans to continue to monitor the patient. The patient has reportedly benefited from vns therapy and has had a decrease in seizures since becoming implanted with the ncp system.